Manufacturer narrative:
One device was received for evaluation. Visual inspection showed the pump was in good condition. Functional testing was unable to duplicate the reported problem. However, upon power up, the device exhibited error code 112. It was determined that the most probable cause is an intermittent motor. The motor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a call for service alarms. Device evaluation revealed error code 112. The product fault occurred during testing, there was no patient involvement.